Event description:
It was reported that in 2007, a patient underwent surgery for fusion from l4-s1. On an unknown date, the patient developed adjacent level disc disease. On (B)(6) 2013, the patient was implanted with the click-x at l3-l4 to extend the previous construct. Two locking caps and two 3d heads were explanted from l4, and a small portion of the rods were cut below the l4 screw. A new 3d head was placed on the clickx bone screw at the right side. A new screw was placed at l3, right side only. A rod was placed on the right side at l3-4. The surgeon was unable to place a screw at l3 on the left side due to pedicle breach, so only unilateral screws were placed. No interbody graft was placed at l3-l4. This report is for 6 unknown click-x 3-d heads. This is report 3 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional classification code mni. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.